Event description:
An ovation prime abdominal stent graft system was implanted in the patient during endovascular repair of an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak. Based on trivascular's review of the intraoperative imaging, an accessory renal artery is present near the location of the sealing rings, which when combined with the limited imaging available, makes the confirmation of a type ia endoleak indeterminate. The physician elected to monitor the patient until follow-up CT imaging is taken at a later date. As of the date of this report, there have been no additional clinical sequelae reported.

Manufacturer narrative:
Device remains implanted.